Event description:
It was reported that during routine follow up, the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement. The physician was suspecting a connection issue, therefore, the patient was scheduled for a revision procedure. Subsequently, the patient underwent a revision procedure and during the revision procedure, it was reported that as the boston scientific representative was performing a manual set up, the device charged and delivered an inappropriate shock to the patient. As a result of the s-ICD programmer being in active telemetry, no s-ECG is available for review to determine the cause of the inappropriate shock. The representative attempted to divert the shock, but was unsuccessful. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Ultimately, after the revision procedure was completed, the device was reprogrammed and the patient was scheduled for further in-clinic follow up. It was reported that in between the revision procedure and the follow-up visit, the patient received an inappropriate shock due to oversensing noise signals. During the in-office visit, the device was reprogrammed and the patient was scheduled to undergo a defibrillation threshold (dft) test. A dft was successfully performed and yielded in-range shock impedance measurements. Recently, it was reported that the patient received an appropriate shock for ventricular fibrillation (vf) with successful conversion of the arrhythmia. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow up, the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement. The physician was suspecting a connection issue, therefore, the patient was scheduled for a revision procedure. Subsequently, the patient underwent a revision procedure and during the revision procedure, it was reported that as the boston scientific representative was performing a manual set up, the device charged and delivered an inappropriate shock to the patient. As a result of the s-ICD programmer being in active telemetry, no s-ECG is available for review to determine the cause of the inappropriate shock. The representative attempted to divert the shock, but was unsuccessful. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Ultimately, after the revision procedure was completed, the device was reprogrammed and the patient was scheduled for further in-clinic follow up. It was reported that in between the revision procedure and the follow-up visit, the patient received an inappropriate shock due to oversensing noise signals. During the in-office visit, the device was reprogrammed and the patient was scheduled to undergo a defibrillation threshold (dft) test. A dft was successfully performed and yielded in-range shock impedance measurements. Recently, it was reported that the patient received an appropriate shock for ventricular fibrillation (vf) with successful conversion of the arrhythmia. No additional adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock due to myopotential oversensing. This patient was rescreened to review for possible alternate device placement due to prominent myopotential noise and small amplitude signal. This patient had lost weight and it appeared that this s-ICD had moved.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.